Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with endophthalmitis following ocular surgery.

Manufacturer narrative:
There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-(B)(6) coagulase (B)(6) cocci (70%) with (B)(6) the most prevalent. Deoxyribonucleic acid (dna) analyses of (B)(6) strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The console is a closed system. It is operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The returned handpiece was tested for a foreign particle found by the site. Particulates were observed and analyzed. Microscopic examination shows a dark blue fiber approximately 300 micrometers in length that closely matches cotton. The root cause of how these foreign particles got into the phaco handpieces remains inconclusive, as none of these materials are known component of the irrigation/aspiration part of the phaco handpiece. The phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece was manufactured on march 6, 2018. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece directions for use (dfu) recommends that before each use, the handpiece and power cord should be inspected for damages. If the handpiece is damaged it should be immediately removed from service. Use care in handling the handpiece, particularly when cleaning. Extra attention to protecting the nosecone area should be taken. Thoroughly clean the handpiece before initial use and immediately after each subsequent use. Do not store or allow the handpiece to dry after use until thoroughly cleaned. Wipe any residue from the handpiece with a soft, clean, lint fee non-abrasive cloth and rinse the handpiece with room temperature sterile deionized water to remove any remaining debris. If necessary, wash the exterior of the handpiece using a soft bristled cleaning brush. Submerge the nosecone (front part) of the handpiece in a container of room temperature sterile deionized water. Using a syringe, draw or push a minimum of 120cc of sterile deionized water through both the irrigation and aspiration paths. Using the same syringe, push both ports with a minimum of 60cc of air. Dry the exterior surfaces of the handpiece and cable with a soft clean, lint free non-abrasive cloth. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).